Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5 failed to open, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failures were found at the station. However, pocket failures occurred intermittently and randomly in drawer 5-1. A field service engineer replaced the printed circuit board assembly (pcba) drawer board for 5-1 and reseated the row board cable for 5-2 to resolve the issue and the station was restarted. The system functioned as intended after the field service engineer repaired the device.